Event description:
It was reported that during a percutaneous catheter myocardial ablation to treat atrial fibrillation a polarsheath steerable sheath was selected for use. Water did not enter the flushing port of the polarsheath, the irrigation port was blocked. The troubleshooting was performed and the sheath was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous catheter myocardial ablation to treat atrial fibrillation a polarsheath steerable sheath was selected for use. Water did not enter the flushing port of the polarsheath, the irrigation port was blocked. The troubleshooting was performed and the sheath was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The polarsheath was evaluated by boston scientific. The polarsheath was visually inspected for anything that would have led to the allegation of a failure to flush, no anomalies were found. An attempt was made to test patency of the side port and was unsuccessful. A syringe with water was attached to the side port and failed to flow through the flush line. There was immediate resistance to the attempt of pushing water into the side port. The valve housing was dissected to find the source of the occlusion. Material consistent with adhesive was found inside of the flush line at the junction where the flush line attaches to the housing. Laboratory analysis was able to confirm the reported clinical observation of reduced, obstructed, or no fluid flow.